Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg on (B)(6) 2011, for left arm and shoulder pain. It was reported that the pt fell down some stairs approx 2-3 weeks prior. She stated that she felt the ipg move and she pushed the ipg back down into the ipg pocket. Approx one week later, she stated that she felt a burning sensation while stimulation was on when she stood near a metal detector at the airport. The sensation was allegedly not an increase in temperature but felt nerve related. The pt reported that she felt the sensation in the areas around her ipg pocket site and midback incision site. She stated that the sensation initially subsided when she turned the stimulation off, but now she feels the uncomfortable sensation whenever the stimulator is turned on. An x-ray showed no anomalies. Follow up on the pt found that she has requested that the ipg be removed. A surgery date is currently undetermined, and no further info is available at this time.